Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the difficulty removing the device or difficulty removing the suture may include, but are not limited to suture snag, tissue or suture caught in foot, or the suture pulled out of friable tissue such that the suture loop remained within the suture bearing. Reportedly, suture was forcefully pulled out. Per the instructions for use (IFU) to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a heart catheterization interventional procedure with a 6f sheath. Reportedly, the suture was stuck in the o-ring. The interventional cardiologist consulted with vascular surgeon who was able to forcefully pull it out. Open surgery was not required. The suture was able to be tied down in a normal fashion to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.